Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon interrogation, it was noted that the transmissions did not include longevity estimates due to missing implant date in the programming. The patient was brought in clinic on (B)(6) 2017, device download was done and the implant date was manually entered. The longevity estimates were restored on the transmissions successfully. The patient was stable during and post event.